Event description:
It was reported that the ilet bionic pancreas generated repeated ¿alert 41 ¿ insulin, absolute range error,¿ and the user¿s caregiver attempted multiple restarts without resolving the alert while blood glucose levels reportedly remained unaffected. Symptoms included no adverse physiological effects. Outcomes included no change in glycemic control and no medical intervention or hospitalization. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the device was not returned because it was reportedly stolen and no device evaluation could be performed, so the event could not be confirmed and a root cause could not be determined. It was concluded that the complaint remained unconfirmed due to lack of returned product and unavailable device data. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.